Manufacturer narrative:
Batch review performed on 23 august 2021: lot 2007993: (B)(4) items manufactured and released on 19-nov-2020. Expiration date: 2025-nov-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs manager: hip dislocation 4 months after primary implantation. A femoral revision was performed few weeks after primary surgery due to periprosthetic fracture. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices. Other devices involved: batch review performed on 13 september 2021: stem: amistem p 01.18.401 amistem-p std stem #1 (k173794) lot 2005833: (B)(4) items manufactured and released on 01-oct-2020. Expiration date: 2025-sept-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had primary surgery on (B)(6) 2021. The patient had first revision surgery due to bone fracture on (B)(6) 2021. The fracture was caused by patient's fall. Only amistem-p stem and cocr head were revised. M-vizion stem and new cocr head implanted. On (B)(6) 2021 luxation occurred due to too much anteversion of the cup. Cup, head, and liner were revised.